Manufacturer narrative:
(B)(4). The returned product was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-04066. It was reported the patient experienced ineffective stimulation due to lead migration. As a result, surgical intervention was undertaken during which time one of the two leads was explanted and replaced with a new model. Stimulation was restored postoperatively and the issue resolved. Note: both leads are being reported as it's unknown which contributed to the issue.